Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, two different leads were attempted and could not reach the target position. It was also reported that a third lead was attempted and fixed well, but dislodged while slitting the catheter. A fourth lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The full 4193 lead was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.